Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that they performed accuracy calibrations on the imaging system. Following the calibration, the representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision occurred resulting in 8 screws being re-positioned. Following a confirmation spin, the imprecision was observed and the screws were then replaced taking the imprecision into account. There was a reported delay to the procedure of more than 1 hour due to this issue. No additional information was provided.